Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor would not fully power on. The cause for the failure was isolated to bga components u102 and u105 on the computer/analog board. The root cause for the defective u102 and u105 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to fully power on.